Event description:
Patient reported left side seroma, "mastitis", "pain with discrete seroma surrounding the implant as per ultrasound; patient complains about sting pain", "concerned with allergan news", "mastalgia", "abscess", "small collection of homogeneous fluid", "echographic aspect suggesting seroma", lump, swelling, fistula, pericapsular fluid, "extracapsular fluid in the infero quadrant approaching the skin inferring a fistulous path", accommodation folds, "presence of a moderate amount of pericapsular fluid on the left, determining anterior rejection of this implant". The device remains implanted.

Manufacturer narrative:
The event of fistula is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: fistula.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reports seroma and "mastitis" on the left side. The device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of abscess is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additionally, healthcare professional reported "pain with discrete seroma surrounding the implant as per ultrasound; patient complains about sting pain", "concerned with allergan news", "mastalgia", "abscess", "small collection of homogeneous fluid" "echographic aspect suggesting seroma" on the left side. The device remains implanted.

Event description:
Healthcare professional reported "required treatment for the left side: puncture + cytology".